Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right atrial (ra) lead exhibited high out-of-range pace impedance of greater than 2,500 ohms. The patient had chronic atrial fibrillation (af). The ra lead was surgically abandoned. The crt-p was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). A new tachy right ventricular (rv) lead was implanted and the former brady rv lead was plugged into the ra port for potential future use. No additional adverse patient effects were reported.